Event description:
It was reported that the fiber cap detached during a procedure. Add¿l details of the event were unable to be obtained. However, there was no indication or report of any part of the device remaining inside the pt and/or that medical intervention was required. There was no injury to the pt reported.

Manufacturer narrative:
The component codes fiber and cap are associated with the device code break.